Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an issue with air in line alarm failing to alarm. This issue occurred during a rapid response event. The patient was believed to be having an anaphylactic response to IV contrast agent prior to the alleged malfunction. The patient received one (1) liter (l) of lactated ringer from a pressure bag. As part of the rapid response event, the patient was intubated. Following the initiation of the rapid response, the pump failed to alarm for air in line. The clinician went to spike an additional bag of lactated ringers and noted air visible in the length of the infusion line. The clinician disconnected the IV tubing to reprime and took an empty syringe to aspirate back the air from the IV catheter. The clinician notified hospital staff that the patient may have received an unknown amount of air through the infusion line and the patient was monitored for signs of air embolus during the course of treatment. There was patient involvement, but no injury.

Manufacturer narrative:
It was determined through investigation of the pcu device logs that the initially reported suspect device with serial nmber# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Correction: unique identifier (UDI) #, medical device serial #, device manufacture date. Additional information: concomitant med prod data, imdrf annex a, b, c, d and g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the failure air in line alarm could not be confirmed or replicated, due suspect devices were not returned for investigation. Laboratory testing could not be performed, the incident device was not received for this investigation. A review of the pcu event log, prior to the reported event date, identified an infusion programming on february 09, 2025. At 10:24 am, pump module (s/n: (B)(6)) was set up for drug infusion with specific parameters (drug amount: 2 g, diluent volume: 50 ml, concentration: 0.04 mg/ml, rate: 25 ml/hr, vtbi: 50 ml). After fourteen (14) seconds pause at 10:30 am, the infusion resumed but alarmed at 10:32 am with error code 240.4150 (sensor broken high failure) and stopped with a pvi of 0.501 ml. The faulty unit was removed at 10:33 am. A replacement pump (s/n: (B)(6)) was attached at 10:34 am and programmed with identical infusion settings. At 10:36 am, this pump exhibited the same error code, halting infusion at a pvi of 0.501 ml. Following a pause at 10:37 am, the pcu was powered off at 10:39 am due to repeated failures. Both pumps faced identical sensor-related issues during operation. The alaris tm system air in line alarms tip sheet states tips to reduce air in line alarms: 1. Do not stretch the tubing (especially the pump segment in the blue sheath) when removing IV tubing from the package and inserting into the alaris® pump module. 2. Gently squeeze the drip chamber to fill 2/3 full and hang vertically. 3. Slowly prime to avoid turbulence. 4. When inserting the tubing into the air-in-line (ail) detector, use a fingertip and firmly push tubing toward back of ail detector (refer to picture). 5. If possible, allow solutions to warm to room temperature. When infusing a chilled solution, air bubbles may form as cold solutions begin to warm. 6. Keep alaris system level with or slightly lower than patient to maintain positive pressure. 7. Pause the channel before replacing a fluid container to avoid air entering the IV tubing. 8. Clean the ail detector as needed using a cotton swab moistened with water. 9. If the device continues to alarm for ail, label the module and send to biomedical engineering. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported air in line alarm failure was unable to be determined. Suspect devices were not returned for this investigation, and no additional event information was provided.

Event description:
It was reported that there was an issue with air in line alarm failing to alarm. This issue occurred during a rapid response event. The patient was believed to be having an anaphylactic response to IV contrast agent prior to the alleged malfunction. The patient received one (1) liter (l) of lactated ringer from a pressure bag. As part of the rapid response event, the patient was intubated. Following the initiation of the rapid response, the pump failed to alarm for air in line. The clinician went to spike an additional bag of lactated ringers and noted air visible in the length of the infusion line. The clinician disconnected the IV tubing to reprime and took an empty syringe to aspirate back the air from the IV catheter. The clinician notified hospital staff that the patient may have received an unknown amount of air through the infusion line and the patient was monitored for signs of air embolus during the course of treatment. There was patient involvement, but no injury.